Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Actual cause was found to be issue with the ups controller. Fse replaced the ups controller to resolve the issue. The ups controller was returned for analysis and part analysis indicated that there was burn/heat spots on the part. After replacement of ups controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not startup. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.